Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a review of the device manufacturing records (DHR) was already performed as part of this investigation. Please see the attached associated complaint for those results.

Event description:
Medical records received on 17 june 2019 were reviewed to identify patient harms/product issues on 05 december 2019. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and depuy bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to stiffness and pain. The surgeon reported extensive lysis of adhesions. He noted the tibial component was loose in the cement mantle and was able to be lifted with fingers out of the cement mantle with no cement affixed to the component. The surgeon indicated the patella was not loose, had no evidence of wear, and was retained. The femoral component was removed with no bone loss and good intact bone on the femur. The patient was implanted with attune knee system and depuy cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2019 (lt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibia loosening at the cement to implant interface. Depuy cement was used.